Manufacturer narrative:
Product is to be returned for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation.

Event description:
Incident as reported: lap chole- "bag was deployed and a medium sized gall bladder placed. Bag broke at the bottom, gall bladder had cleared fascial layer and was in subcutaneous fat layer when bag broke. Gall bladder removed and contained a large stone (1 1/2" long and 1" diameter). Surgeon found a (half-moon shaped) fragment of bag in the incision. All fragments (one) retrieved and case concluded. Bag and fragment will be returned. Dr insufflated w/ vercss needle then placed a 12mm non-bladed ees trocar. At removal, did not extend incision w/ blade, but did stretch w/ a clamp."